Event description:
The skin over the implantable neurostimulator was red, warm, and swollen. There was an erosion or dehiscence at the edge of the implant that was getting bigger. The hcp told the patient to apply neosporin and cover the area with a bandage. The hcp planned to explant the device due to infection. The patient was at home at the time of the report; her status was reported as 'unknown'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.